Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 80 mg/dl and moderate ketones. The customer received an electrocardiogram, blood tests, and a urine test. Prior to going to the ER the customer administered manual insulin injections. The customer was released from the ER 3 hours later with no permanent damage.